Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op the patient complained of chronic low back pain and it was found on x-ray that the rods were broken bilaterally at l5. The patient underwent a revision surgery to remove the broken rods. No additional information is available.